Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. In addition, it was reported that the pump time was inaccurate. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer corrected the pump time. Customer will continue to use the pump for insulin therapy.